Event description:
It was reported that using an unspecified artery access approach during a procedure of the mildly calcified, heavily tortuous, 90% stenosed mid right coronary artery (rca) the 3.0 x 15 mm tenku balloon dilatation catheter (bdc) was positioned and inflated to 10 atmosphere (atm) for 30 seconds; deflation was achieved but it was slow and gradual. There was no issue with retracting the balloon. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: route, runthrough; guide cath: mach1 al1. The device was returned for evaluation. The reported deflation difficulty could not be confirmed due to the condition of the returned device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.